Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, e4, h2, h4, h6, h11 the customer contacted olympus technical assistance support (tac) via phone and informed them that they had been experiencing b30 and e216 scope communication errors for the past week and a half. These errors were occurring across all egd scopes and three towers. The customer was asked for troubleshooting steps and advised to clean the scope contacts with an alcohol prep pad and allow them to dry, ensure both the cv-190 and clv-190 were powered off when connecting or removing a scope, and power off the cv-190/clv-190 and reseat the maj-1933 digital light source cable. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subjected device exhibited a scope communication error b30. The issue was found during set up or inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.